Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that four pins of the universal oscillating saw attachment shaft were broken. There was no pt harm or delay reported. No additional clinical information was received prior to this report.